Event description:
It was reported, that the image of the rigid video scope was blurred, distorted and had interference stripes. Tissue was able to be seen. There were no reports of patient harm or injury.

Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. The device was returned to olympus for evaluation. And the customer's allegation was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely, that the blurred and distorted screen was caused by the damaged universal cord. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.